Event description:
During follow-up, far r oversensing resulting in inappropriate automatic mode switch (ams) was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.